Event description:
It was reported that during the farawave procedure for atrial fibrillation, there was a repeated bunching error from the generator which prompted the physician to remove the catheter from the body and visually inspect. There was no specific error code number displayed. The spline was caught in the wire. The local representative confirmed, the physician was going between basket and flower and the wire got caught in the spline and the wire blocked the spline from fully opening. A new catheter was used to complete the procedure. No patient complications occurred. The device was disposed of and not expected to be returned. An image was provided for review. It was further reported that the local representative reports the physician either deployed between basket and flower while the wire was pulled back or that the physician deployed the flower configuration while the wire was in a position to become caught in a spline (wire was not fully extended). The physician was moving quickly and not following the normal flow of deployment.

Manufacturer narrative:
Additional information in section b5 describe event or problem d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. An image was reviewed by a boston scientific quality engineer. The picture confirmed that it was possible to observe the spline damaged and spline bunching. The review of the image confirmed the reported allegation. The device was not returned; therefore, product analysis could not be performed. Based on all the available information the observed spline damage and bunching of the catheter was likely due to unintended use error. Noncompliance with instructions such as not deploying the device without the guidewire fully loaded can result in catheter damage and or patient injury.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the farawave procedure for atrial fibrillation, there was a repeated bunching error from the generator which prompted the physician to remove the catheter from the body and visually inspect. There was no specific error code number displayed. The spline was caught in the wire. The local representative confirmed, the physician was going between basket and flower and the wire got caught in the spline and the wire blocked the spline from fully opening. A new catheter was used to complete the procedure. No patient complications occurred. The device was disposed of and not expected to be returned. An image was provided for review.